Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for peripheral neuropathy and spinal pain. It was reporting that the health care provider (hcp) was taking the patient to surgery on thursday to remove device as the spinal incision was infected. Additional information from the manufacturer representative on (B)(6) 2017 confirming that the device was completely explanted. It was unknown exactly where the infection was occurring so the entire system was removed. It was reported that the patient¿s controller was ¿too low to turn stimulation off¿ and the health care provider (hcp) wanted to cut the leads. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient went to into the ER on (2017 (B)(6)). No further information.

Manufacturer narrative:
The returned ins product ID 97775, (B)(4) passed all functional testing in the laboratory. No anomalies were identified. Additional review indicated. If information is provided in the future, a supplemental report will be issued.